Manufacturer narrative:
Result: faulty cpu board.

Event description:
It was reported by service report that the head-end lift was stuck in the full up position, and it would not lower. No patient involvement or adverse consequences were reported.